Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/22/2010, 01/27/2010, 02/03/2010, and 02/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she had difficulty with her distance vision. At a follow up visit, the iol was not centered and the surgeon repositioned the lens. The consumer reported her distance vision is still not good. She sees a "strobe light" off and on in her peripheral vision as well as a shadow. The consumer also reported her night vision is not good secondary to glare. The surgeon reported the iol was repositioned. At the time of the procedure, posterior capsule opacification was noted. Additional info has been requested.